Event description:
It was reported that a balloon rupture occurred. Vascular access was obtained at the elbow utilizing a retrograde approach. A 4fr 3cm non-bsc introducer sheath was used. After the 0.018mm x 100cm non-bsc guide wire crossed the lesion, the 4.0mm x 20mm x 40cm sterling balloon catheter was advanced. The balloon was inflated to 10 atmospheres when it was noted that the balloon was not inflated sufficiently. The balloon was inflated again to 14 atmospheres and ruptured. The procedure was completed using a 4mm x 40mm x 40cm sterling balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).